Event description:
Incident happened in the resuscitation department. On (B)(6) 2022. Involved a female patient. We observed on the x-ray that there was a discrepancy between the patient whose pneumothorax was solved with success and the pleur-evac that was still bubbling. We believe there is a leak at the level of the tubing between the blue ats connector and the water filled suction column. The consequence was a delay in the department. We still changed the pleur-evac and the new pleur-evac was not bubbling.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The device history record of batch number 74h2101633 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. (1) unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf 6/cs) lot 74h2101633 was received for analysis. Sample wasn't received in its original packaging. The red ats connector was not received. A tubing with the red ats connector from production line was used on the sample to perform suction and observe if there is a leak on the tubing as mentioned on complaint description "a leak at the level of the tubing between the blue ats connector and the water filled suction column". The unit was connected to a source of air and unit was filled with blue water. During and after this test no leaks were observed. In summary, no corrective action can be established since no problem found on sample. Customer complaint cannot be confirmed since no problem found on sample.

Event description:
Incident happened in the resuscitation department. On 27 july 2022. Involved a female patient. We observed on the x-ray that there was a discrepancy between the patient whose pneumothorax was solved with success and the pleur-evac that was still bubbling. We believe there is a leak at the level of the tubing between the blue ats connector and the water filled suction column. The consequence was a delay in the department. We still changed the pleur-evac and the new pleur-evac was not bubbling.